Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA (B)(4) 2011.

Event description:
Customer reported that the shelf of the ep equipment rack fell to the floor and so did the st. Jude velocity equipment. No one was hurt. This happened when the staff was preparing to start a pt study. A staff member was moving the ep equipment.